Event description:
The integra sales representative reported on behalf of the user facility that during insertion with a power screwdriver, the screw broke beneath the head. The surgeon successfully extracted the broken screw from the patient's foot. Another spin screw of the same size was then inserted using a manual screwdriver.

Manufacturer narrative:
The product was returned for evaluation. No testing could be performed, because the threaded part of the broken screw was too damaged. Manufacturing records were reviewed; no anomalies were found. The complaint rate for this kind of incident for the drills during the stated time period is 0.03 percent. A change design had been performed on the spin screws to reduce the number of breakages. The screw involved in the event was manufactured prior to the corrective action. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.